Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation would be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was unable to be successfully implanted due to dislodgement. This lead showed placement difficulties and after helix extension, the lead retracted. The physician had difficulties removing the lead and extending the lead was no longer possible. This lead is not expected to be returned and no adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was unable to be successfully implanted due to dislodgement. This lead showed placement difficulties and after helix extension, the lead retracted. The physician had difficulties removing the lead and extending the lead was no longer possible. This lead is not expected to be returned and no adverse patient effects were reported.

Manufacturer narrative:
This complaint does not meet reportable complaint criteria. Lead dislodgement, helix mechanism issues and placement difficulties are not malfunctions that could compromise therapy or lead to serious injury, as these issues do not allow the lead to be correctly implanted. Thus, future medical intervention could not be considered. This correctional emdr was created to capture this non-reportable decision change.